Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient reported that they stopped using the ins because it didn't give them the relief they thought it would. The patient thought they needed to schedule reprogramming with their healthcare professional (hcp). The patient mentioned they were working with the hospital to get a lumbar spine MRI to see if they have spinal stenosis. The patient did not know if it was related to the device. The patient stated they were having difficulty accessing MRI mode for the facility to know what the patient was eligible for. The difficulty was because the ins wouldn't charge. The patient stated they initially didn't have any coupling boxes on the screen, and then reported full coupling on the recharger. The patient said the hospital tried to help, but they couldn't do anything. The patient called back for help accessing MRI mode. MRI information was reviewed with the patient and a MRI brochure was sent to the patient. Additional information was received. It was reported that an MRI tech needed assistance with the programmer and putting the implant into MRI mode. The MRI was said to be unrelated to the device and was for back pain. The healthcare professional (hcp) was walked through MRI mode and they were successful. The hcp stated they were trying to synch the remote, but it was not working. However, the issue was resolved on the call. Additional information was received from the patient. It was reported there was a malfunction in which the device temporarily did not charge. No further complications were reported.